Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user requested assistance with a full supply change while using cd steel infusion sets. The agent guided user through the process and insulin delivery was resumed. The user reported blood glucose (bg) of 271 mg/dl during the call, with a prior low of 58 mg/dl. The user treated the low with three glucose tablets and pumpkin cake. Call disconnected, and follow-up attempts resulted in voicemail. Later review of the bionic report confirmed bg was back in range. The lowest blood glucose (bg) recorded was 58 mg/dl, and highest was 271 mg/dl. Bg was corrected with fast-acting carbohydrates. The ilet alerted for high and low bg. No outside assistance or medical intervention was required, and no symptoms during the event were reported at the time of call.